Manufacturer narrative:
On 8/22/2019 mentor became aware that the event date initially submitted with this complaint on 7/23/2019 erroneously stated 6/24/2019. The event date has been updated to (B)(6) 2019, as this is the correct date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 08/21/2019. Device evaluation summary: according with the information provided, the patient experienced asymmetry on the right breast. During evaluation of the sample, it was noticed to be intact. No anomalies were discovered. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation (mre) was performed for the finished device number 6508329, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline prostheses experienced left sided deflation with no trauma and bilateral ptosis post procedure. The patient noticed that her left side became flattened and had shrunk, and deflation was diagnosed through a physical examination. As a result, the right prosthesis was replaced with a 560cc mentor memorygel breast implant and the left was replaced with a 545cc mentor memorygel breast implant. This report relates to the left prosthesis. See 1645337-2019-15768 for contralateral prosthesis report.